Event description:
It was reported the camera head not syncing to video tower plugged up and nothing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: failed leak test, corrosion on base of ccd (charged couple unit) pins, no image shown on monitor. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no image shown on monitor is due to bad ccd and cable/connector. Additionally, for the reported malfunction and remaining investigation findings, the most probable cause of the complaint was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.